Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: review of pump logs did not confirm any low blood (bg) glucose levels. Logs revealed that the user made one basal rate adjustment per day. There were no requests, entries, or deliveries that would cause the user to experience low bg levels. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced low blood glucose levels (approx 55-59 mg/dl). Customer was unsure of the cause. Customer ate candy to address the issue. Troubleshooting was not performed with tandem technical support as the issue occurred in the past.